Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visually inspected the product and there is residue present, nature of residue unknown. The sem report identified that the discoloration visible on the components appeared to be caused by a combination of oxidation products and biological material. The tibial plate was analyzed in a region proximal to the discoloration. The composition was consistent with heavy organic contamination. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Package insert lists loosening or fracture/damage of the prosthetic knee components or surrounding tissues and dislocation and/or joint instability as known potential risks of this procedure. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is now reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Concomitant medical products:- stem extension straight 11mm dia x 100mm length(combined length 145mm), catalog # 00598801011, lot # 61919979. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were reported for this event 0002648920-2017-00452.

Event description:
It was reported that the patient underwent an initial knee procedure. Subsequently, the patient was revised due to wear approximately five years post-implantation. The surgeon noted that there was dark residue at the junction of the devices. There were no complications or delays reported. Attempts have been made and no further information has been provided.